Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had keypad anomaly. The customer's blood glucose level was 220 mg/dl. The customer reported that the left, right, and down buttons were not working properly. She also reported that she couldn't navigate on the insulin pump properly. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with intermittent button response due to moisture damage found on the j1 or pcb1 connector. Unable to perform the displacement test and self test due to moisture damage or intermittent button response.